Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. An event indicative of a potential malfunction of the disposable locking titanium adapter was identified. A sample of the device was received and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A sample was returned for evaluation and was found to meet all specifications. The lot number was unknown, therefore, a batch review could not be performed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
This is report 3 of 3 involved in this event. This is a report of a home patient (hp) who had difficulty connecting the titanium adapter to the transfer set for use during dianeal therapy. It was reported that a 3 mm gap was observed at the junction of the devices. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.